Manufacturer narrative:
Additional concomitant medical products: ddbc3d1 ICD; implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, elevated sensing integrity counter (sic), and high rate non-sustained episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.